Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that eleven months and one day post a chronic catheter placement, the white adaptor end was allegedly separated into two pieces. It was further reported that the two pieces were glued together but it was unsuccessful. Reportedly, the device was repaired. There was no reported patient injury.

Event description:
It was reported that eleven months and one day post a chronic catheter placement, the white adaptor end was allegedly separated into two pieces. It was further reported that the two pieces were glued together but it was unsuccessful. Reportedly, the device was repaired. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a complete break of the crimp collar and separated from the luer adapter. Therefore, the investigation is confirmed for the reported white adaptor end allegedly separated into two pieces issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.